Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller pcb assembly and system interface pcb assembly were evaluated and reseated. The video connector was also adjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was unable to be viewed. No pt death or serious injury was reported related to this event.